Event description:
In a bilroth procedure when an attempt was made to fire a cs29 stapler via an idrivec, pressing the fire button of the idrivec yielded no result. The cs29 could not be fired. The procedure was completed by means of another device.

Manufacturer narrative:
When tested, this device met all visual and functional performance criteria. It was also noted that a battery used with the device was discharged and could not be re-charged. The root cause of the alleged malfunction could not be definitively determined. Evaluation summary: idrivec calibrated and fired a cs29 without incident. Idrivec open button was not functioning. Ib100 battery could not be recharged. See scanned pages.